Event description:
It was reported that two proglide devices were tested on the acrylic model provided for device training. Reportedly, during testing of the first proglide a cuff miss occurred. The second proglide was tested with the same result. There was no patient involvement. Although the name of the physician is known, it is not known if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The exact date of occurrence is not known. The estimated date was entered as (B)(6) 2014. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device referenced, is filed under a separate medwatch MFR number.

Event description:
Subsequent to the initial medwatch report the following additional information was received indicating the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Three unused, sterile proglide devices with the same lot number, 30915k1, as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected.